Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2018, that the patient experienced multiple skin reactions. On approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2018. The patient¿s mother stated that the reaction occurred where the adhesive patch was in contact with the skin, and the area just around it. The patient¿s skin became red within two hours after insertion. Within a couple of days, the area became bumpy and swollen. When the sensor was removed after 7 days of use, the area oozed pus and was itchy for a few days after. Reportedly, the reaction left scarring. Patient¿s mother could not recall where the sensor was inserted, but stated the patient has used insertion sites on the abdomen, arm, and lower back. The reaction was treated with benadryl and zyrtec, previously prescribed to the patient. The date medical intervention occurred and related details were not provided. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.